Manufacturer narrative:
The customer suspected device was returned for investigation. Upon evaluation of the returned device the following defects were found, grip shaved, air/water cylinder discolored, suction cylinder discolored, switch box dented, right/left and up/down knobs scratched, bending section cut, connecting tube buckled, adhesive around objective lens worn, distal end shaved, corrosion around left-arm, protector of universal cord on scope connector side damaged, and foreign material under forceps raiser. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus, that during reprocessing of the evis exera ii duodenovideoscope, moisture penetrated the scope in the reprocessor. Upon inspection and testing of the customer returned device, foreign material was found under the scope forceps raiser. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement, or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the foreign material that was discovered under forceps raiser. A definitive root cause for this issue was not established. However, it is probable that following factors may have contributed to the issue: the k-wire was broken and thus the cleaning under the forceps elevator may have been insufficient. Hence the foreign material that remained. The brushing method that was used by the end-user may have been inconsistent with the methods specified in the device¿s instructions for use (IFU). The end-user may preprocessed the device in a manner that was inconsistent with the IFU before returning it for evaluation. The occurrence of this problem can be prevented by adhering to the IFU which states the following: ¿all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.¿ olympus will continue to monitor field performance for this device.